Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional info in: d, g, h results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was severely worn and damaged. The post was also fractured from the device. The fractured component was returned with the device. The device was also discolored along the surface likely from extended exposure to bodily fluids. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that after a hip surgery had taken place on (B)(6) 2018, it was found that the pe pin of a genesis ii ps insert size 7-8 9mm had broke and a revision surgery took place to extract the implant on (B)(6) 2021. Current health status of the patient is unknown. Lot is unreadable.

Manufacturer narrative:
Updated results of investigation: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device was severely worn and damaged. The post was also fractured from the device. The fractured component was returned with the device. The device was also discolored along the surface likely from extended exposure to bodily fluids. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.